Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating operational check failed. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact / injury. The fse (field service engineer) onsite checked and confirmed the energy delivered was low when tested. The fse (field service engineer) replaced 453564489001 dfm100 assy capacitance resolved the energy delivery. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.